Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported there were no medical or surgical intervention required to treat the event. In her opinion, it is unk if the device caused/contributed to the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested on 07/01/2011 by fax and mail. A completed questionnaire was received on 07/11/2011. (B)(4).